Event description:
The manufacturer received information alleging a leak from a ventilator's exhalation valve. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The active exhalation control module and overhead blower filter need replaced to address the issue.